Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The pump was received with corroded motor assembly during visual inspection. The pump was also received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was exposed to water. The customer stated that she went into the river with the pump. The customer mentioned that there was fluid under the lcd display. The customer took out the reservoir and blew a fan into it. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.